Event description:
Home health agency nurse attempted to refill reservoir of implantable pump. Inuection of medications (mso4 and baclofen) was made into the subcutaneous tissue around the pump as the needle was not properly inserted into the reservoir. The pt was taken to the emergency room when she became "unconcious", unresponsive, hypoxic and it was determined that she had mild acidosis. She was treated with titrated doses of physostigmine and naloxone. She was reported by the physician to have recovered without residual effect. Device remains implanted.